Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler handle wasn't firing and was unable to attach the reload. Removed the item from the case and new equipment was opened. Case completed with no delay or harm to patient.